Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis therapy. The cause of death was unknown. The patient died while in the hospital for an unrelated event. It was not reported if an autopsy was performed. "Physioneal" therapy was ongoing prior to death. It was not reported the patient was performed therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.